Event description:
It was reported the patient underwent an initial right total hip arthroplasty due to hip fracture. Subsequently, the patient experienced a dislocation due to unknown reasons and was reduced in the emergency department. Later on, the patient underwent a head and liner exchange due to an intra-prosthetic dislocation (disassociation) while bending. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - medical devices: g7 dual mobility liner 40mm d; item# 110024462; lot# unknown. Act artic e1 hip brg 28x40mm; item# ep-200146; lot# unknown. G2 - foreing: south korea. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.